Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid cuff leaked air while in use with a patient. Subsequently, a tracheostomy change out was required. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample before it was submerged under water to verify for leaks. Leaks were detected in the cuff of the returned sample.